Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a bad sensor alert following two calibration error alerts after the initialization. The blood glucose reading was 120 mg/dl. She also reported that the sensor gave a reading of 44 mg/dl when the blood glucose was not low. Nothing further was reported.